Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead recorded a lead safety switch due to high out of range impedances greater than 2000 ohms. Additionally, loss of capture was observed. Reprogramming was done and the rv lead was switched from bipolar to unipolar. Measurements in unipolar were all within range and good capture was noted. This rv lead remains in service at this time. No adverse patient effects were reported.